Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events, at a low rate of occurrence, where the latitude programmer screen became unresponsive during testing at the implant procedure. In most cases, the programmer required a system reboot to complete testing. Our initial investigation of this device behavior has not found any commonalities (i.e., device serial numbers, date of the event, etc.) Between the different countries and hospital facilities that reported experiencing this behavior to boston scientific. In addition, attempts to replicate the behavior during testing of those programmers that were returned were unsuccessful.

Event description:
It was reported that the programmer touch screen was not responding. No adverse patient effects were reported. The programmer remains in service.